Event description:
Problem noted: closed capsulotomy, chest pains, stomach problems, neck pain, arthrits, capsular contracture, taut/thick skin on feet, breast tenderness, fatigue, cold hands and legs, pinched nerves - back, foot pain/rib pain, joint swelling, pain, stiffness in feet and hands, depression, raynaud's, sicca symptoms, poor sleep, headaches, muscle pain, numbness and tingling of fingers, implants feel that they float under arm, right implant is harder, vomitting, synovitis-wrists, rectal bleeding, skin discoloration, back pain, arm/shoulder pain, adhesions, weakness, esophagitis, epigastric pain, arthralgias and myalgias.